Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result using the 18-minute application was 17.7 pg/ml. The result using the 9-minute (stat) application was 6.68 pg/ml. The repeat result using the 18-minute application was 3.00 pg/ml with a data flag. The repeat result using the 9-minute (stat) application was 3.10 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. The analyzer alarm history showed several sample quality alarms, including sample foam detection and sample clot detection alarms. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. There was no product problem identified.